Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a "service required" alarm condition occurred. There was no harm or injury reported. The customer confirms a "service required" alarm condition related to the oxygen blending module was observed. The manufacturer's field service engineer contacted the customer and provided the customer with repair information. The customer is taking responsibility for repairing the device. They have ordered an oxygen blending module board to be replaced to address the issue.